Manufacturer narrative:
An amo field service engineer examined the laser at the customer location and no issues were found that were related to the reported event. The system was kept cleaned by the clinic staff. The field service engineer recommended to the clinic to have their autoclave serviced. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The clinic reported that a laser vision correction patient presented with stage 4 dlk following a lift flap vision enhancement procedure in the left eye. The patient was prescribed durozol every two hours, restasis twice a day and artificial tears. The patient's ucva at the last post op examination on (B)(6) 2012 is 20/400 and the bcva is 20/30 in the operative eye.